Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008 and foam/no foam verifications failed. The fse noted a peristaltic pump replacement, performed on (B)(4) 2008, had failed. The fse replaced the peristaltic pump and peri-pump tubing to resolve the issue. All hardware verification testing passed successfully. The unit conformed to the manufacturer's published performance specifications. Quality control (qc) was within range prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02917, 02927, 02928, 02929.

Event description:
The customer reported elevated troponin I (accutni) results for five patients involving unicel dxi 800 access immunoassay system. This report refers to patient number two. The elevated results were discordant to an alternate methodology. The elevated results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.